Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), it was found that the cardiosave intra-aortic balloon pump (iabp) unit rear case was physically damaged at the handle and has screws torn through the metal. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, e1 (reporter), e2, e3, e4, g2, h6(health clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and replaced (d441-00-0194) cover, console, (d997-00-0644) assembly,upper panel, (d040-00-0458-02) screw kit, cardiosave pm schedule b, (d334-00-1811) label, patient connector. The fse completed pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The fat verified the reported issue of physical damage to the case and fiber optic door missing. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. Please refer to the root cause evaluation field for details.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit rear case is physically damaged at the handle.